Manufacturer narrative:
This event occurred in (B)(6). The sample was requested but there was no remaining patient sample volume available for investigation. The investigation could not identify a product problem. The cause of the event could not be determined. Per product labeling, the overall specificity of the elecsys anti-sars-cov-2 assay is <100%.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys anti-sars-cov-2 assay on a cobas 6000 e 601 module (serial number unknown). The sample was initially tested using the elecsys anti-sars-cov-2 assay, resulting with a value of 40.85 coi (reactive) and this value was reported outside of the laboratory. The patient was tested using an unknown clia and elisa igg and igm coronavirus antibody assay on (B)(6) 2020. The igg value was 0.58 (no units provided, non-reactive) and the igm value was 0.4 (no units provided, non-reactive). Another tube from the same sample collection was tested using the elecsys anti-sars-cov-2 assay on 22-jul-2020, resulting with a value of 39.71 coi (reactive). The patient was also tested using an unknown igg and igm coronavirus antibody rapid test on an unknown date. The igg result was initially non reactive when ten minutes had passed, but between 10 and 15 minutes, a weak line appeared, so the final result was reactive. The igm result was non-reactive. The complained patient sample was sent to another laboratory using the roche elecsys anti-sars-cov-2 assay and this test recovered a positive coi value close to the value measured at the customer site. It is not known which results were considered to be correct.